Manufacturer narrative:
The solitaire devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Aoki j, suzuki k, kanamaru t, et al. Association between initial nihss score and recanalization rate after endovascular thrombectomy. Journal of the neurological sciences. 2019;403:127-132. Doi:10.1016/j.jns.2019.06.033. Medtronic literature review found reports of the use of the solitaire in endovascular therapy. The purpose of this article was analyze the association between nihss score and recanalization rate after endovascular thrombectomy. The authors reviewed the results of 183 patients (average age 76 years, 110 were male). The article indicates that 10 of the 183 patients underwent thrombectomy using a solitaire device. Of the 10 solitaire patients: - 2 did not have successful recanalization - 1 had nihss 0-8, 3 had nihss 9-16, 4 had nihss 17-24, and 2 had nihss > 24.